Event description:
Post market implantable systems registry reported the system was removed due to infection. It was reported the infection source was the pump pocket and was oozing, had discharge, redness and inflammation. The pt was given antibiotics and has recovered without further sequela. The pt's pain is currently being managed well with moderate amount of oral medication. The explanted pump was programmed to infuse hydromorphone 51 mg/dl at 19.513 mg/day.